Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system results for one patient sample. The initial result was 0.545 miu/ml and was reported to the patient and to the clinic. The clinician did not accept the result and the customer repeated the same sample on the same system. The repeat results were 4647 miu/ml and 4694 miu/ml. There was no allegation of an adverse event. The reagent lot number was 24044400 with an expiration date of 31-mar-2018. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the customer did not always use the sample tube rack adapters and alarms were found in the analyzer data, a pipetting error was a possible cause for the event. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. The provided qc data did not indicate any issues.